Event description:
It was reported that a carelink transmission revealed a power on reset. The device was reprogrammed and remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset (por) parameters were noted as one por for critical ram parity error, addr=14a2, data=fd occurred on (B)(6) 2012 02:28:48. One patient alert for device circuit error occurred on (B)(6) 2012 02:28:48.